Event description:
The customer reported trouble inserting two sensors. The customer stated that only half of the sensor would insert. When the customer removed the sensor, a plastic piece remained in her skin. The customer was advised that the sensors would be placed. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors, and performed a visual inspection. Found that tip of the cannulas separating from the tip of the introducer needles. Unable to confirm the customer received the product in said condition due to the product being returned opened/used.